Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient event of heart attack and death. However, there is no documentation of a cycler set malfunction or deficiency reported for this event. It could not be confirmed if the patient had even initiated treatment prior to the event. The reported cause of death was a massive heart attack. ¿about 20% of cardiac deaths in dialysis patients are attributed to acute myocardial infarction (ami).¿ based on the limited information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s heart attack and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to a heart attack. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had connected to the liberty select cycler for pd treatment on (B)(6) 2025 when he suffered a massive heart attack. It could not be confirmed if the treatment had been initiated. No resuscitative efforts were administered. The death was not related to pd therapy or the use of any fresenius products. No further information was available as the patient¿s records had been closed out of the clinic¿s system.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and showed signs of physical damage due to a discolored heater tray. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient passed away due to a heart attack. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient had connected to the liberty select cycler for pd treatment on (B)(6) 2025 when he suffered a massive heart attack. It could not be confirmed if the treatment had been initiated. No resuscitative efforts were administered. The death was not related to pd therapy or the use of any fresenius products. No further information was available as the patient¿s records had been closed out of the clinic¿s system.